Event description:
We ran an oral-pharyngeal test with a conformation send-out through the state public health lab. The state health lab performed the test with a naso-pharyngeal swab in vtm and got a negative test result for the patient. FDA safety report ID# (B)(4).